Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press harder and sometimes had to press twice. Customer stated that the insulin pump was squirting insulin during the manual prime process and louder during to rewind. Customer reported that insulin pump had rejected new batteries and had to change out batteries more often. Customer stated that the insulin pump's screen was no longer as bright as it was. Customer was able to ready display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.